Manufacturer narrative:
The insulin pump passed prime, displacement and basic occlusion test.the insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.

Event description:
Customer reported that he was on his way to the emergency room due to low blood glucose. Customer stated that his insulin pump was exposed to high magnetic field and he received motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.